Event description:
Customer reportedly received the following blood glucose results on the compact plus system within 10 minutes: 451 mg/dl, 227 mg/dl, 191 mg/dl, and 152 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.